Manufacturer narrative:
The reported event of ineffective stimulation/high impedance was not confirmed. As received, the penta lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced loss of efficacy from the scs system after heavy lifting at work and a fall in the bathroom. Upon patient follow up at the clinic the patient's pain area could no longer be covered. X-ray did not show any position change of the implanted lead. Surgical intervention was taken and the electrode was replaced without complications.